Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the connection from the printed circuit board (pcb) to the overlay required cleaning and reseating. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor. Calibration of the display did not resolve the issue. The programmer was returned for service. There was no patient involvement.